Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail and electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. Reimplant surgery will occur at a later date. This is the final report.

Event description:
The recipient reportedly experienced an infection. In (B)(6) 2015, the patient was prescribed augmentin for ten days and again on (B)(6) 2015 for another ten days. On (B)(6) 2015, the adjacent tissue was rearranged by facial plastics. The recipient's device was explanted.